Event description:
It was reported that patient presented for scheduled procedure. It was observed during procedure while attempting the atrial lead implant, the lead dislodged multiple times. It was also noted that lead's helix would self-retract when extending the helix. The lead was replaced with new lead as a result. Patient condition was stable.